Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and concluded that the system did not adequately regulate her blood glucose despite troubleshooting and education. Symptoms included fatigue and feeling unwell associated with elevated blood glucose. Outcomes included discontinuation of ilet therapy and initiation of a product return. Investigation included case review and consultation with clinical and field teams. Investigation of this case revealed no confirmed device malfunction and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.